Manufacturer narrative:
The customer¿s report of a device infusing quicker than programmed was not confirmed. The pcu event log showed the pump module was infusing dexmedtomidine at 6.58ml/hr. At 9:06 pm on (B)(6) 2016, the infusion completed and transitioned to kvo. At 9:24 pm, the infusion was restarted. At 3:03 am on (B)(6) 2016 the infusion was stopped due to a channel malfunction. The malfunction was acknowledged and the device was subsequently channeled off. The volume recorded as being infused during this period was 37.097ml. The pump module error log showed the malfunction to be a door or flowstop state failure. Functional testing found the pump module to be delivering fluid within specification. The door or flowstop state failure was not replicated during functional testing. The root cause of the device infusing quicker than programmed was not identified. The root cause of the channel malfunction error was not identified.

Manufacturer narrative:
Correction on initial report:

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a channel error. Dexmedetomidine was infusing at 7 ml/hr. When the tubing was clamped, disconnected from the patient in preparation for switching the IV set to a new module, it was noticed the bottle was empty when it should not have been. There was no patient harm reported.